Event description:
It was reported by the customer that the pyxis medstation es system experienced a malfunction in which the drawer 4.2 became jammed and could not be opened, with the back part of the drawer being exposed. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 experienced a malfunction due to a defective slide on its right side. The field service engineer replaced the faulty slide to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.